Event description:
It was reported that the device received a watchdog error. The red light is blinking by system on button with a black screen. Tech recommended replacing the logic board and the power supply board. There was no patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of npi watch 8015 ls unit dog error on. Based on troubleshooting results, technical services determined the proximate cause of the customer¿s reported issue. A serial number was not provided therefore a review of the device history record cannot be performed.

Event description:
It was reported that the device displayed a watchdog error. The red light is blinking by system on button with a black screen. Tech recommended replacing the logic board and the power supply board. There was no patient involvement.

Manufacturer narrative:
Case resolution: 1. Tech has watchdog error on 8015 ls unit, she is get a red light blinking by system on button with black screen. 2. Before call in tech had replace power supply board & logic board. 3. Explain to tech the unit is unrestorable will need to come in for repair. 4. Confirm level one quote for repair and what level one. Technical support performed an evaluation and recommended to replace the power supply board and logic board. Based on the findings, the allegation was confirmed. A follow up report will be submitted once the investigation results including device history review is completed.

Manufacturer narrative:
Case resolution: tech has watchdog error on 8015 ls unit, she is get a red light blinking by system on button with black screen. Before call in tech had replace power supply board & logic board. Explain to tech the unit is unrestorable will need to come in for repair. Confirm level one quote for repair and what level one. Technical support performed an evaluation and recommended to replace the power supply board and logic board. Based on the findings, the allegation was confirmed. A follow up report will be submitted once the investigation results including device history review is completed.

Event description:
It was reported that the device displayed a watchdog error. The red light is blinking by system on button with a black screen. Tech recommended replacing the logic board and the power supply board. There was no patient involvement.